Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 atrial functional mitral regurgitation (mr) and annular dilation for a second mitraclip procedure. The first procedure was performed on (B)(6) 2021. The grade 4 mr was recurrent and discovered greater than 90 days from the original procedure. The recurrent mr was due to disease progression from annular dilation. The clip remained stable on both leaflets. During the second clip intervention on (B)(6) 2024, an ntw was placed in the middle of anterior and posterior segments 2 (a2p2), but the mr worsened from both sides. The plan was to leave the ntw on the lateral side, where mr was present, and add another clip. When the ntw clip retracted back into the left atrium, thrombus-like matter was visible on the echocardiogram. The activated clotting time (act) was checked and it was over 250 seconds. The device was removed, and no blood clots were detected within the device. The ntw was replaced, after that, no blood clots were observed for the remainder of the procedure. The ntw was placed on the lateral side of a2p2 and nt on the medial side, ending with grade 1+ mr. Until the end of the procedure, no thrombus could be confirmed, so the patient was kept under observation. The physician determined that the thrombus had dissolved, as it was no longer visible on echocardiogram. There were no adverse patient sequelae.